Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the outer gasket on the 511s tore resulting in lost pneumoperitoneum. The 511s was from the ftr72 laparoscopic cholecystectomy kit. There was no consequence to the patient.